Manufacturer narrative:
The following additional information received per the medical records indicate that the patient has a history of meniscal tear, a knee arthroscopy procedure, right iliac vein deep venous thrombosis (dvt), right femoral vein dvt and right popliteal vein dvt. During the implantation procedure, the vena cava was found to be patent and the filter was deployed in the vena cava. At the same time of this procedure, the patient had a thrombectomy and a thrombolytic infusion. At the end of the procedures, the patient was taken back to recovery with a heparin drip. According to the information received in the patient profile form (ppf), the patient became aware of the reported events two years and six months post implantation. The patient underwent two attempts to remove the filter. The first one occurred two years and seven months post implantation and the second one occurred two months and twenty-eight days after that. It is stated that the filter was removed, however there is no information on which attempt this was successful. The patient reports to have lost a lot of blood during the first removal attempt and to be suffering from mental anguish and anxiety. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of meniscal tear, a knee arthroscopy procedure, right iliac vein deep venous thrombosis (dvt), right femoral vein dvt and right popliteal vein dvt. During the implantation procedure, the vena cava was found to be patent and the filter was deployed in the vena cava. At the same time of this procedure, the patient had a thrombectomy and a thrombolytic infusion. At the end of the procedures, the patient was taken back to recovery with a heparin drip. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter in the inferior vena cava (ivc) wall and failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the information received in the patient profile form (ppf), the patient became aware of the reported events two years and six months post implantation. The patient underwent two attempts to remove the filter. The first one occurred two years and seven months post implantation and the second one occurred two months and twenty-eight days after that. It is stated that the filter was removed, however there is no information on which attempt this was successful. The patient reports to have lost a lot of blood during the first removal attempt and to be suffering from mental anguish and anxiety. There is no further information available. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Hemorrhage is a known potential event associated with the use of the filter, the root cause in this case was related to the removal attempt. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Exact implant date is unknown but filter was implanted on or about (B)(6) 2014. As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter in the inferior vena cava (ivc) wall and failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter in the inferior vena cava (ivc) wall and failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.